Manufacturer narrative:
The reported events of insulation damaged and low pacing impedance were confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted in the middle region of the lead. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. The cause of the reported event was isolated to the procedural damage noted in the middle region of the lead.

Event description:
It was reported during implant procedure that the atrial lead insulation was damaged by electrocautery and the pacing impedance dropped out of range. The lead was exchanged. There were no patient consequences.